Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was described as 'moderate'. It is reported that 'during one aneurysm case, prepared to use stent to assist. After building access, the operator delivered the stent but during delivery the tip of the stent deployed prematurely because of the incorrect operation by the operator, so the operator withdrew the stent and the microcatheter out together and replaced the atlas with another one to deliver and filled coils to finish. No impact to the patient'. An assignable cause of 'user error' will be assigned to this investigation due to the incorrect operation of the user. The issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during one aneurysm procedure, the operator prepared the subject stent device. After building access, the operator delivered the subject stent but during delivery the tip of the subject stent partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during one aneurysm procedure, the operator prepared the subject stent device. After building access, the operator delivered the subject stent but during delivery the tip of the subject stent partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.